Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and a change in pacing rate on the right ventricular lead. The lead remains in use. It was further reported that an elective replacement indicator was triggered on the device and premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the advisory for this model.

Event description:
It was reported that there was oversensing and a change in pacing rate on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.